Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: a review of the pump black box revealed evidence of post-delivery motor power supply faults. The pump powered with the returned battery cap. The current draws were within specifications. The original complaint was not duplicated during investigation. The pump cover was removed and there was no evidence of moisture or loose components inside the pump. The complaint was verified in the history but could not be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.